Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2008. Later patient experienced infection, pelvic pain, stress urinary incontinence, urinary problems, dyspareunia, revision surgery was performed on (B)(6) 2013.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.